Event description:
The micro sagittal saw was returned for service. Upon eval at the manufacturer, it was found to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly widespread corrosion was discovered.